Event description:
It was reported that the patient was admitted to the hospital due to dyspnea. The atrial lead exhibited loss of capture. The device was reprogrammed and the patients condition improved.